Event description:
It was reported that during the left ventricular (lv) lead placement, dislodgement was confirmed during slitting while use of the delivery catheter. It was noted that prior to slitting the lv lead, the lead was tested with push and pull technique and the fixation of the lv lead was adequate. The physician commented "the slitter was used as usual by holding the black part of the product with the thumb. After confirming the lv leads, checked a different slitter than the one used for slitting, but could not confirm such anevent. The slitter may have had a manufacturing problem, and the lv lead may have come off during the slitting process." The lv lead was removed, not implanted and a different lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.